Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-17937 for details pertaining to the related reportable event. Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has been in the hospital for 5 days. Caller said the reason the patient was in the hospital was due to issues with cognitive ability, patient was impaired, not thinking straight, he was dizzy, his left leg and left arm were tremoring like tingly and his left leg went out from under him. Caller said patient has also had breakthrough shaking. No further complications were reported or anticipated with this event.